Event description:
New information received states that the patient had presented for a follow-up in clinic. It was noted that the implantable cardiac monitor (icm) exhibited over-sensing due to false positive atrial fibrillation (af). No interventions were performed and the icm will continue to be monitored. No patient consequences were reported.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited an unspecified over-sensing. No interventions were performed and the patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.